Event description:
It was reported that the ventilator showed that the exhaled tidal volume was 0. The patient had difficulty breathing and the carbon dioxide increased. When the position of the tracheal tube was adjusted under bronchoscope, it was found that the tip of the tracheal tube was attached to the wall. After the tracheal tube was rotated 30° clockwise toward the patient's head, the ventilation was normal. When the patient had low pulse oxygen several times and the exhaled tidal volume was 0. They consulted the intensive care unit and press the tracheal tube balloon to 50-60, and the patient can ventilate normally; at about 20:30, the patient had low pulse oxygen several times. When the position of the tracheal tube was adjusted under bronchoscope, it was still found that the tip of the tracheal tube was attached to the wall. The tracheal tube was replaced, and it was found that both balloons were leaking and could not be inflated. Immediately replaced the new tracheal tube and re-intubated the trachea for ventilator-assisted breathing.

Manufacturer narrative:
Device evaluation: two device samples were received for investigation. Under visual inspection tears were noticed in the cuffs. An inflation test was performed, and it was found the cuffs were deflating. The complaint was confirmed. Because the cuff leak was not observed prior to use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with sharp edges which is in conflict with instruction for use. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.